Event description:
Customer alleged the lancet needle protruded from the softclix lancet device. An attempt was made to contact the customer to determine whether the needle protruded before or after the device was fired, but the customer's phone number on file was no longer in service. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.